Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Approximately one month after the first fitting, in situ measurements showed affected channels. Per the speech therapist, it seems the patient has access to sound with the device. However, as the patient is of young age, he cannot report on the quality of sound. There is no specific report of accident or trauma, however the parent reported that the patient hits his head quite often. On the day the patient was seen for in situ measurements in (B)(6) he had several bumps on his head.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Approximately one month after the first fitting, in situ measurements showed affected channels. Per the speech therapist, it seems the patient has access to sound with the device. However, as the patient is of young age, he cannot report on the quality of sound. There is no specific report of accident or trauma; however the parent reported that the patient hits his head quite often. On the day the patient was seen for in situ measurements in march he had several bumps on his head. The patient was re-implanted.